Event description:
It was reported that during an unk procedure that the device did not activate. Another like device was used. There was no pt consequence.

Manufacturer narrative:
Eval summary: the device was rec'd in good condition. No visible damage was noted. The hand-activation contacts were in good condition. The device was tested on a generator and it was found that the hand control switch assembly buttons were completely non functional. Complaint info is trended on a regular basis to determine if further investigation is warranted. A batch history records were reviewed with no anomalies noted during the mfg process.